Manufacturer narrative:
It was reported that the device posted an alarm during use indicating that the battery is depleted and shut down, performed continuous unsuccessful restarts then. The patient support was then continued with another device; no injury has reportedly occurred. As per report, the device is back in use after replacement of the power supply. The available information is very limited since the repair was performed by a third-party service provider company and, neither a log file covering the period in question nor the replaced power supply unit were provided for evaluation. The device is >12 years old; service status is unknown. This does not allow a case-specific evaluation. A malfunction of the power supply will trigger a dedicated alarm as it was confirmed for the particular case. Operation of the device would normally be continued on battery. Since it was not reported that the battery was replaced as well it might be case that the user had put the device into operation with a battery that was not charged or simply has ignored battery depletion warnings after the malfunction of the power supply. A reliable conclusion can't be drawn due to lack of information.

Event description:
It was reported that the device posted an alarm during use indicating that the battery is depleted and shut down, performed continuous unsuccessful restarts then. The patient support was then continued with another device; no injury has reportedly occurred. As per report, the device is back in use after a third-party service provider has replaced the power supply.